Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one endo gia¿ ultra universal short stapler and one endo gia¿ 60mm articulating medium/thick reload both opened by the account. Initial visual inspection of the instrument found no abnormalities. Visual inspection of the cartridge revealed that the reload was partially fired and the anvil clamping mechanism was deformed. Functionally, the instrument was loaded with post market vigilance (pmv) representative straight and roticulator¿ loading units. During the firing cycle, a skip was audible in the firing stroke. An access hole was cut into the instrument body for visualization of the firing rack. This examination noted sheared teeth on the firing rack. The reload was loaded into a post market vigilance (pmv) instrument for functional testing. The reload was applied to test media. The interlock was overridden and all remaining staples were placed and test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. A review of the device history records indicates each device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Replication of the sheared teeth on the firing rack and deformed anvil clamping mechanism may occur in any of the following circumstances: firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. " preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. Always include the combined thickness of the tissue and any staple reinforcement material in use when choosing the proper staple cartridge." Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the surgeon used the device during an endoscopic wedge resection of lung. In the middle of the first fire to the apical portion of the lung, the handle became stiff and made a crack sound. The device stopped firing. The surgeon noted that tissue was not stiff and thick. Also there was no foreign material pinching. Another handle and new reload were opened to complete the case. The last known patient status is that he/she is good. There was unanticipated tissue resection. No other adverse events reported.

Manufacturer narrative:
(B)(4).